Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
This information was found during the five-year post-marketing surveillance (pms) of gore tag thoracic endoprosthesis in (B)(6). On an unknown date, this patient underwent aortic arch replacement procedure to repair an aortic dissection. On (B)(6) 2009, the patient was implanted with two gore tag thoracic endoprostheses (tg2815/06550666 and tg3420/06350070) to treat a dissecting thoracic aortic aneurysm (saccular aneurysm). Intra-procedure imaging revealed a proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2009, in a follow-up study, the proximal type I endoleak persisted. Aneurysm diameter was 14 mm. On (B)(6) 2009, the patient was discharged from the hospital. On (B)(6) 2009, in six-month follow-up study, the proximal type I endoleak was resolved. Also, the dissecting saccular aneurysm was resolved (aneurysm diameter of 0 mm). In two more follow-up studies performed, no adverse events had been revealed. On (B)(6) 2012, endoprosthesis infection was suspected with a crp value increasing to 23. Also, a computed tomography (CT) revealed an aortic dissection around the edge of endoprosthesis (unknown which side of the edge). On (B)(6) 2012, the patient was implanted with a non-gore endoprosthesis to repair the aortic dissection. On (B)(6) 2012, in three-year follow-up study, the aortic dissection was resolved. On (B)(6) 2013, in four-year follow-up study, initially treated aortic dissection extended distally. No reintervention was performed. On (B)(6) 2014, in five-year follow-up study, the extending aortic dissection was still monitored. The patient completed her five-year follow-up studies.